Event description:
Reportedly, during the follow-up dated (B)(6) 2025, it was identified the presence of frequent atrial lead noise. A reintervention was performed on (B)(6) 2025, and the sonrtip lead and gali 4lv sonr crt-d 2844 were explanted. The defibrillator was discarded by the hospital.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.